Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient eventually got hospitalized on (B)(6)2024 due to high blood glucose. The glucose level was 480 mg/dl and the patient was treated with IV insulin drip. No further information available